Event description:
It was reported that the male luer lock adapter tip of an unspecified quantity of clearlink duo-vent continu-flo solution sets broke (cracked) off. This was observed during removal from patient/leur-locked site in line with the intravenous (IV) tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which revealed the luer lock body was cracked/broken. The reported condition was verified. The cause of the condition could not be determined by examination of the photograph. Should additional relevant information become available, a supplemental report will be submitted.